Event description:
Foreign hcp reported that "the pt experienced electrical shock and afterwards implantable generator did not work anymore, device may be at end of life." The device was to be returned to the MFR. No further details could be obtained from this foreign hcp.